Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error, resulting in damage to the suture due to excessive force during tensioning. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless knee fibertak loop suture broke. The anchor was removed and another ar-3740sp double loaded knotless knee fibertak was used to complete the case. This was discovered during a knee procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.